Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ping meter had a display issue - the screen was black with grey lines. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) followed up with the patient. The reporter stated that the alleged product issues began on "(B)(6) 2016, mid-morning 8/9pm." The patient manages her diabetes with insulin pump therapy and reported taking more food and or drink as a result of the alleged product issue. During the follow up call with mss the patient denied that she developed any symptoms and no treatment was received. No medical intervention was reported. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. There was no misuse of the meter and the patient did not have a backup meter. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.